Manufacturer narrative:
(B)(4). Aortic neck angulation film evaluation summary pre-implant non-contrast films were reviewed. Since the films were non-contrast, measurements were approximate and no vessel patency or thrombus assessment could be performed. The patient had a 6.5cm max diameter infrarenal aaa. The infrarenal neck was severely angulated 80° rt-lt and 45° a-p, and was conical-shaped. Per the crf, the neck diameter measured 20mm just below the lowest renal, and 15mm lower at the bottom of the neck was 31mm. No appreciable calcification was seen in the neck. The distal aortic diameter was 25 x 30mm and was moderately calcified, and both common iliac arteries were moderately tortuous and calcified. The lcia diameter was ~15mm and the rcia diameter was ~14mm. Angio images during implant revealed that the endurant bifurcate was brought up the right side and implanted within the angulated neck ~10 ¿ 15mm below the left renal artery. The right/ipsi limb was extended with another limb into the rcia, and the contra limb was implanted distally into the lcia. The entire stent graft system was then ballooned. A contrast injection prior to implanting the aortic cuff revealed a likely proximal type I endoleak along the outer curvature of the angulated bifurcate, and an endurant aortic cuff was then seen implanted ~10mm above the bifurcate; just below the renals. The suprarenal stents and proximal aortic body were angulated ~70° rt-lt relative to the flow divider centerline. Four (4) endoanchors were then seen implanted into the neck, between the level of the aortic cuff and top of the bifurcate. Final angio image revealed no clear endoleak and stent graft patency. The right iliac limb was positioned ~30mm into the rcia, and the distal stent graft flow lumen diameter measured ~11mm. The left contra limb was positioned ~30mm into the lcia, and the distal stent graft flow lumen diameter measured ~10mm. No stent graft kinks or compression was observed. Review of CT¿s and x-rays from 3 weeks post-implant revealed that the endurant bifurcate/cuff were positioned just below the renal arteries within the angulated neck. The suprarenal stents and proximal aortic body were angulated ~80° rt-lt relative to the distal aorta and iliac limbs. The maximum diameter aaa measured 6.6cm and no endoleak was seen. The right iliac limb was positioned ~30mm into the rcia, and the distal stent graft flow lumen diameter measured ~13mm. The left contra limb was positioned ~30mm into the lcia, and the distal stent graft flow lumen diameter measured ~13mm. No stent graft kinks or compression was observed. Review of x-rays did not reveal any obvious stent graft or endoanchor integrity issues. Review of CT¿s from 6 months post-implant revealed that the endurant bifurcate/cuff were positioned just below the renal arteries within the angulated neck. The suprarenal stents and proximal aortic body were angulated ~80° rt-lt relative to the distal aorta and iliac limbs. The maximum diameter aaa measured 5.6cm and no endoleak was seen. The right iliac limb was positioned ~30mm into the rcia, and the distal stent graft flow lumen diameter measured ~16mm. The left contra limb was positioned ~30mm into the lcia, and the distal stent graft flow lumen diameter measured ~16mm. No stent graft kinks or compression was observed. Review of CT¿s from 12 months post-implant revealed that the endurant bifurcate/cuff were positioned just below the renal arteries within the angulated neck. The suprarenal stents and proximal aortic body were angulated ~75° rt-lt relative to the distal aorta and iliac limbs. The maximum diameter aaa measured 5.2cm and no endoleak was seen. The right iliac limb was positioned ~30mm into the rcia, and the distal stent graft flow lumen diameter measured ~17mm. The left contra limb was positioned ~30mm into the lcia, and the distal stent graft flow lumen diameter measured ~17mm. No stent graft kinks or compression was observed. Review of CT¿s from 25 months post-implant revealed that the endurant bifurcate/cuff were positioned just below the renal arteries within the angulated neck. The suprarenal stents and proximal aortic body were angulated ~75° rt-lt relative to the distal aorta and iliac limbs. The maximum diameter aaa has slightly increased to 5.5cm however no clear endoleak was seen. No stent graft kinks or compression was observed. The right iliac limb was positioned ~30mm into the rcia, and the distal stent graft flow lumen diameter measured ~18mm. The left contra limb was positioned ~30mm into the lcia, and the distal stent graft flow lumen diameter measured ~18mm. Although no clear distal type I endoleak was seen, there currently appears to be lack of distal left limb stent graft apposition within the left iliac artery which measures ~20mm. Relative to earlier CT¿s, there does not appear to be signifi cant left limb migration.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65mm in diameter abdominal aortic aneurysm. At implant, the proximal aortic neck diameter was 20-23-31-36mm and 15mm in length. The neck angulation was 74 degrees. It was reported that during the index procedure, the endurant ii bifurcate was inaccurately delivered. An endurant ii cuff was implanted resolving the event. No additional clinical sequelae were reported and the patient is fine. It was reported that the endurant ii cuff migrated downward during the implant procedure and a type ia endoleak was present. A cuff was placed and the type ia endoleak was still present. Endoanchors were then deployed. Another angiogram was performed and no endoleaks were observed.